Manufacturer narrative:
Reported event: an event regarding intraoperative fracture involving a jts, proximal tibial replacement was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a proximal tibial replacement which was inserted on (B)(6) 2021. The surgeon reported a small fracture on tibial bone during impacting custom teeth cutter. The images provided showed vaguely a tiny fracture line on medial site of the tibial below the resection and two cerclage wires around the bone. The radiographic review can support the clinical report device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "when impacting the instrument that prepares the tibial canal for the anti-rotation flanges, the patient suffered a small idiopathic fracture of the tibia that required cerclage." Spoke to rep. The instrument reported is the custom teeth cutter. Surgery was completed successfully with a delay of 10-15 minutes with use of femoral tourniquet.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "when impacting the instrument that prepares the tibial canal for the anti-rotation flanges, the patient suffered a small idiopathic fracture of the tibia that required cerclage." Spoke to rep. The instrument reported is the custom teeth cutter. Surgery was completed successfully with a delay of 10-15 minutes with use of femoral tourniquet.